Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds which led to loss of capture shortly after being implanted. A revision procedure was then scheduled. However, during the repositioning, the helix would not retract, so the lead was explanted and replaced. No additional adverse patient effects were reported.